Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a damage on the light blue main body. Functional testing including leak and clear passage testing were performed with no issues noted. Clamp function testing could not be performed due to the damage. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was cracked. This was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.